Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not available, an evaluation could not be performed. A trend review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell five of seven. The technical service representative (tsr) explained the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The home patient (hp) cycled the power on the hc to clear the alarm and will finish with manual therapy. There was no patient injury or adverse event associated with this report. No additional information is available.